Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a loss of therapy due to a "system defect." The product status was noted as "out of service." No further information regarding troubleshooting, actions/interventions taken, or outcome was provided. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.